Event description:
A malfunction was reported with a code ¿malf 12,¿ which was successfully reset after assistance from technical support. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to continue using the pump after resetting and was advised to call back if the malfunction recurred.